Manufacturer narrative:
Additional information (07-jul-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. The falsely depressed result showed an atypical pressure pattern during sample aspiration, which is consistent with insufficient sample available for the auto-repeat testing. The cause of the event was insufficient sample in the sample container to process the auto-repeat testing (automatic panic rerun). A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00189 was filed on 26-jun-2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl with lm system. The falsely depressed result was obtained during the auto-repeat of the sample and was reported to the physician(s). The physician(s) questioned the result. The same sample was reprocessed on the same dimension exl with lm system. Higher results, considered correct, were obtained and matched the prior initial result. A corrected report was issued. There are no known reports of patient intervention and adverse health consequences due to the falsely depressed loci high-sensitivity troponin I (tnih) result.